Event description:
It was reported that during a da vinci-assisted right lower lobe basilar segmentectomy surgical procedure with mediastinal lymph node dissection and intercostal cryoablation nerve blocks (levels 5 through 9), the tip-up fenestrated grasper instrument was bent and could not be removed without removing the trocar as well. The procedure was converted to an open right thoracotomy. On 16-mar-2026, intuitive surgical, inc. (Isi) received user facility report (B)(4), stating: "from staff: [robotic] instrument was removed from the patient with the metal trocar stuck on the instrument. This occurred because the end of the robotic instrument was bent and the surgical team could not remove the instrument without taking trocar out of the patient also."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip-up fenestrated grasper instrument to perform failure analysis.